Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a system implant procedure, after the lead was placed in the right ventricular (rv), the physician noticed on fluoro that the lead had dislodged. The physician decided to place the lead in the right atrial (ra) instead and place a different lead in the rv. The lead remains in use. No patient complications have been reported as a result of this event.